Manufacturer narrative:
One medfusion 3500 pump was returned for analysis and the top case was cracked down from the handle. The battery was also found not charging. The event history log showed that there was a clutch error. The pump was inspected and the flow test was performed. It was found that the timing plates in the plunge head were not set properly. This issue was caused by the customer's incorrect assembly of the device. The technician reset timing plates in the plunger head, replaced clutch half's left and right with leadscrew and spring as preventative measure.

Event description:
Information was received indicating that a smiths medfusion 3500 syringe pump had clutch problems. The issue occurred during preventative maintenance and there was no patient involved.